Manufacturer narrative:
The reported event of stretched helix was confirmed, whereas the positioning failure was not confirmed. Visual inspection noticed the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Additional analysis found the inner diameter of the device docking button where the bullet on the tether interacts was within specification. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an implant of a right ventricle leadless pacemaker (rvlp) that during mapping the parameters were not good and the rvlp tip was not stable. The physician covered the rvlp with the protective sleeve, but it was noted that the helix was stretched. The rvlp was not used and a different rvlp was used. The patient was stable following the procedure.